Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being explanted and replaced due to normal elective replacement indicator (eri). The ICD subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was a part of the recall. It did not act in the manner of the recall. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).